Event description:
It was later reported by the patient that both leads had dislodged because extensions had not been put on. The leads were both explanted and replaced.

Event description:
The patient called to report that since the new device they have been very short of breath, feel like "hell", their heart rate is currently 150-160 bpm, been dizzy, coughing, fainted twice, vomiting, and been to the ER (emergency room) twice. The patient also stated that two strips were done and it was noted on the strips of "very low voltage" and "mode off". It was further reported by the patient that they had a chest xray and a lead was dislodged. Follow-up was conducted to obtain information on the patient and determine which lead had dislodged; however the attempts were unsuccessful. Therefore both leads will be reported. If any additional relevant information is received it will be added to the event. The device and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.